Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained high blood glucose readings over 400 mg/dl for several hours following an infusion set and supply change, with subsequent troubleshooting that included replacing all infusion supplies, confirming drops in tubing, and refilling the cannula, after which insulin delivery was resumed and glucose later returned to range. Symptoms included hyperglycemia and sleepiness. Outcomes included no health consequences or impact. Investigation included troubleshooting and education with the user regarding infusion set function and cannula priming. Investigation of this case revealed no confirmed device malfunction and no confirmed component failure, with the event resolving after supply replacement and cannula refill. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.